Event description:
Additional information received indicated that the patient had additional under-sensing episodes on their right ventricular lead. Programming changes were made. No patient condition was reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed under-sensing on the right ventricular lead. No patient symptoms or revision were reported.